Manufacturer narrative:
(B)(4). Visual inspection of the device revealed an external insulation abrasion exposing the outer coil near the connector pin, which is consistent with lead friction to the ICD device. The cause of the reported noise issue was confirmed. (B)(4).

Event description:
During follow-up, multiple episodes of automatic mode switching was noted due to noise on the right atrial lead. The lead was explanted and replaced. The patient is stable. The device was analyzed which confirmed the reported noise issue.